Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a highest continuous glucose monitor reading of 400 mg/dl for several hours while using an ilet system with a contact detach infusion set on the abdomen and a libre 3+ cgm; the cause of the high glucose was unclear. Symptoms included thirst consistent with hyperglycemia. Outcomes included an effect consistent with a missed or inadequate insulin dose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device findings and insufficient information regarding a device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.